Event description:
Complainant alleged that while treating a pt the device discharged once at 120 joules, however, the device then recognized the adult pads as pediatric. CPR was continued and no subsequent shocks were attempted. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.